Event description:
It was reported that low impedance, high pacing impedance, and noise oversensing was noted on the right ventricular (rv) lead. An x-ray was performed, and externalized conductors were noted on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.